Event description:
The sales rep reported that the 3100a ventilator did not meet a performance specification. The % inspiratory time panel meter was not operating correctly. There was no pt involvement.